Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation power supply was replaced during the service call. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the workstation on the 2800 system would not power up. No patient injury was reported.